Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿that during an infusion alaris pump had 3 different drugs running, was always plugged in and had not been touched for over an hour. Suddenly, it began alarming "system failure". All channels stopped running including moderate dose of levophed. The primary nurse (this writer) was in another room and unable to respond to the alarm and another nurse went in. The responding rn shut the pump down and restarted it but was unable to use the "restore" feature to place the patient back on the appropriate drug dosages that were previously running. She used her judgment to decide what the patient needed and then found this writer to advise me of the situation. The pump was removed from service and red-tagged. Other than a brief moment of hypotension, no harm was done to the patient, but this could have been detrimental had the patient incidentally received a bolus of levophed from the failure or if someone did not respond as quickly as responding rn did." Although requested, further information was not provided. The medwatch provided additional information under b6: functional test on 18nov2020: no issues were found during functional tests of devices pc 8015 and pump modules 8100, and reported error was unable to be reproduced.

Manufacturer narrative:
Device history: a review of the device history record showed the device had a manufacture date of 05/11/2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. The reported issue that during an infusion alaris pump had 3 different drugs running while plugged in, it began alarming "system failure" and all channels stopped running including moderate dose of levophed and was unable to use the "restore" feature after restarting could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time. The device is used for treatment purposes. H3 : device was not returned to manufacturing facility.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, no other information provided.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿that during an infusion alaris pump had 3 different drugs running, was always plugged in and had not been touched for over an hour. Suddenly, it began alarming "system failure". All channels stopped running including moderate dose of levophed. The primary nurse (this writer) was in another room and unable to respond to the alarm and another nurse went in. The responding rn shut the pump down and restarted it but was unable to use the "restore" feature to place the patient back on the appropriate drug dosages that were previously running. She used her judgment to decide what the patient needed and then found this writer to advise me of the situation. The pump was removed from service and red-tagged. Other than a brief moment of hypotension, no harm was done to the patient, but this could have been detrimental had the patient incidentally received a bolus of levophed from the failure or if someone did not respond as quickly as responding rn did." Although requested, further information was not provided. The medwatch provided additional information under b6: functional test on 18nov 2020. No issues were found during functional tests of devices pc 8015 and pump modules 8100, and reported error was unable to be reproduced.